Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller was seeing the elective replacement indicator (eri) and there was an allegation of dissatisfaction with ins longevity. They state they thought the ins would last longer. No symptoms were reported. No further complications were reported or anticipated with this event.